Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jun-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the touchscreen was malfunctioned. A technical support specialist (tss) remote in and identified false touch inputs occurring in one corner of the screen. The customer unplugged the monitor from the outlet for a minute and reconnecting it, which resolved the issue. The screen functioned normally, and the user successfully logged in, confirming resolution. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower touch screen was not working. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.